Event description:
During the process of cardiac cath procedure, equipment (intra-aortic balloon) malfunctioned twice. Number one balloon didn't inflate. Number two balloon would not pass through introducers.